Event description:
A customer contacted beckman coulter inc. (Bci) stating that the total protein (tpm) modular chemistry reagent syringe was leaking onto the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported for this event.

Manufacturer narrative:
The customer replaced the syringe. The bci hotline shipped a spare syringe to the customer upon request. Bci qa requested the customer to return defective part for investigation.